Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced an event of hyperglycemia and was hospitalized on (B)(6) 2024. The blood glucose level was 800 mg/dl at the time of hospitalization; therefore, the patient was treated with insulin injection and intravenous insulin. The symptom reported by the patient at the time of the hospitalization event was feeling unwell. The length of hospitalization was 4 days. No further information was available.